Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date and h6 with impact code device explantation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This crt-d was scheduled for extraction. Additional information indicated that this crt-d was successfully explanted due to pocket erosion. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This crt=d was scheduled for extraction.